Event description:
It was reported that during an open right hemicolectomy procedure, after firing across the first staple line, only closed 75% of the opening. A third reload was used to complete the closure. Upon examination of the staple line, there were some "unclosed staples" in the central region of the second firing. The open staples were removed and the end of the anastamosis oversewn by hand. The procedure was extended by 30 minutes.

Manufacturer narrative:
Unavailable at this time.